Event description:
Boston scientific was notified that during an event the physician was unable to deploy the stent due to unusual friction of the stabilizer in the device. During an attempt to withdraw the stabilizer, the stent was withdrawn too and both products became stuck in the 3f microdelivery catheter. No complications with the pt as a result of this event.